Manufacturer narrative:
This product remains implanted. As such, physical analysis has not been conducted in our laboratory. However, labeling review was conducted. This review determined that the clinical observations are a known inherent risk of product as documented in the labeling.

Event description:
It was reported that this right atrial (ra) lead dislodged several months ago. The rv lead remains implanted. The patient reported symptoms of palpitations. A technical service (ts) consultant reviewed device data advising the patient symptoms are unrelated to the implanted device. Several attempts to obtain additional information regarding the rv lead have been unsuccessful. No adverse patient effects were reported.